Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 404 mg/dl. The customer's high blood glucose was treated with manual injections and pens. The customer was hospitalized due to surgery and not able to bring down the blood glucose even with manual injection. The customer was wearing insulin pump within 48 hours of reported high blood glucose event. The customer experienced symptoms like nausea, dry mouth and difficulty in breathing. The customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose level. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.